Event description:
It was reported that this left ventricular (lv) lead was an attempted implant and the patient developed (rbb) right bundle branch block. This lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).